Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of an adult female plaintiff in united states on 03-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for sterilization. Plaintiff underwent an hsg to confirm that her essure coils were in place and her fallopian tubes were occluded. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual and abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. She also began experiencing weight fluctuations and pain during intercourse. After being implanted with essure, plaintiff was subsequently hospitalized due to her essure - related pain and also had to undergo the surgical removal of her gallbladder. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. This pain (related to essure according to reporter) led her to be hospitalized. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering its nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Moreover, plaintiff was hospitalized due to this chronic pain, therefore this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 29-aug-2016: ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. This pain (related to essure according to reporter) led her to be hospitalized. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering its nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Moreover, plaintiff was hospitalized due to this chronic pain, therefore this case is regarded as incident. Non-serious events were also reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("ultrasound could see misshapen essure coil / one coil was misshaped, jammed in the tube as compared to the other coil"), abdominal pain ("severe abdominal pain /abdominal pain / abdomen") and genital haemorrhage ("heavy bleeding / heavy and prolonged bleeding") in a 26-year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "ultrasound could see misshapen essure coil / one coil was misshaped, jammed in the tube as compared to the other coil" (seriousness criterion medically significant). The patient's past medical history included perinatal depression, cholecystectomy on (B)(6) 2012, multigravida, parity 3, uterine cramps, cramp in lower abdomen, breast feeding, vaginal discomfort, postpartum state, vaginal itching, yeast infection, cervical dysplasia in 2004, multigravida, breast tenderness, mastitis, breast swelling, breast pain, skin rash, redness in breast and varicella. Patient is not allergic to nickel. Patient does not experience any hypersensitivity reaction. Previously administered products included for an unreported indication: marijuana. Concurrent conditions included cholecystectomy, absence of menstruation, spotting vaginal, heavy periods, anxiety, galactorrhea, breast mass, fibrocystic disease of breast, acute cholecystitis, nausea, vomiting, fever, disease gallbladder, diarrhea, missed dose, in vitro fertilisation, muscle cramps, dry heaves, ex-smoker, kidney stone, colitis, chills, black stools, flu like symptoms, ovarian cyst ruptured, appetite lost, skin lesion, appendicitis, gastroenteritis, gi bleed, ovarian pain, ovarian cyst, gastrointestinal sounds abnormal, abdominal tenderness and irregular periods. Family history included seasonal allergy (father's side), acoustic neuroma (early 40¿s (mother)), skin cancer ((mother, maternal grand mother)), asthma ((father, half sister)), copd ((maternal grand mother)), melanoma ((maternal grand father)), myocardial infarction ((paternal grand father)), depression ((father)), bipolar disorder ((father)), lung disorder ((maternal grandfather)) and anxiety ((sister)). Concomitant products included antidepressants, ketorolac tromethamine (toradol), midazolam hydrochloride (versed), morphine, multiple vitamins, nitrofurantoin (macrobid), ondansetron (zofran) since 2012, pethidine hydrochloride (demerol), prenatal vitamins, promethazine (phenergan) and sertraline hydrochloride. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), the first episode of depression ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and back pain ("back pain"). In 2010, the patient experienced pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal discomfort ("tearing, pulling / stretching feeling in lower abdomen"), nausea ("nausea"), vomiting ("vomiting"), anxiety ("anxiety"), the second episode of depression ("depression") and weight decreased ("weight loss"). The patient was treated with vicodin. Essure treatment was not changed. At the time of the report, the embedded device, abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, dyspareunia, abdominal discomfort, nausea, vomiting, anxiety, the last episode of depression and weight decreased outcome was unknown and the back pain and pelvic pain had not resolved. The reporter considered abdominal discomfort, abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, nausea, pelvic pain, vomiting, weight decreased, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: patient not sought treatment for tearing, pulling, and stretching feeling in lower abdomen, back pain, depression. Patient sought treatment(ibuprofen)for chronic abdomen (sharp, tearing, and pulling), chronic back ache. The device was removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: gallstones cytology - on (B)(6) 2010: acute inflammation present human chorionic gonadotropin - on (B)(6) 2009: negative; on (B)(6) 2009: < 2 miu/ml; on (B)(6) 2012: negative hysterosalpingogram - on (B)(6) 2009: coils were in place / fallopian tubes occluded; on (B)(6) 2009: successful tubal occlusion ultrasound pelvis - on (B)(6) 2008: the right ovarian cyst decreased slightly(4.4cm); on (B)(6) 2012: complex cyst on the right; on (B)(6) 2016: no acute focal abnormality. Nonspecific findings. Ultrasound scan - on an unknown date: misshapen essure coil ultrasound scan vagina - on (B)(6) 2006: six weeks intrauterine pregnancy on an unknown date the uterus sounded to 8 cm. It was dilated to 5 mm. (B)(6) 2009 : hysterosalpingogram: no abnormality was seen with respect to the uterine cavity on (B)(6) 2008: impression: no intrauterine gestational sac. Differential diagnosis includes early intrauterine pregnancy. Ectopic gestation cannot be ruled out. 2.5-cm right ovarian cyst. The right ovary contains a simple cyst that measures 4.7 cm in maximum diameter. There was normal arterial flow in right ovarian tissue. The left ovary is not identified. On (B)(6) 2008: ob ultrasound showed impression: 1. Single live intrauterine gestation approximately 26 weeks 4 days estimated gestational age and appropriate interval growth. 2. Doubt funneling of the cervix, but recommend short-term followup. On (B)(6) 2009: CT scan of right foot showed impression: findings most consistent with nonosseous (fibrous) calcaneonavicular coalition. On (B)(6) 2012: pelvic ultrasound showed impression: no acute findings within the abdomen or pelvis. Essure micro-implants grossly normal in location within the limits of ultrasound. On (B)(6) 2012: bilateral breast showed small cysts. On (B)(6) 2012: pelvic ultrasound showed impression: 1.9 cm complex cyst right ovary likely hemorrhagic cyst. The moderate amount of free fluid may be related to ruptured cyst. Also CT of the abdomen and pelvis without contrast. Findings: lung bases are clear. Pelvis- essure implant devices are noted at the cornual regions of the uterus bilaterally impression. Moderate amount of free fluid in the pelvis. This is greater than expected for physiologic amount of fluid. Consider pelvic ultrasound for further evaluation. 2. Cholelithiasis without CT evidence of cholecystitis. Also us/abo comp b scan & or real time: impression: 1. Cholelithiasis without ultrasound evidence of cholecystitis. 2. Small amount of free fluid in the abdomen on (B)(6) 2012: nm/hepatobiliary & gb scan exp: impression: 1. No evidence of acute cholecystitis. 2. Abnormally low gall bladder ejection fraction of 12%. This could indicate biliary dyskinesia or chronic cholecystitis. Also rad/ cholang iogram operative: impression: normal intraoperative cholangiogram with no evidence of obstruction or choledocholithiasis. On (B)(6) 2012: impression: septated right ovarian cyst. This has increased since the prior examination of (B)(6) 2012, increasing from 1.9 cm in maximum diameter to 4 cm in maximum diameter. It, nevertheless, may represent a hemorrhagic cyst or endometrioma with septation. On (B)(6) 2012: transabdominal pelvic ultrasound impression: 1.8 cm right ovarian cyst. Normal bilateral ovarian flow. On (B)(6) 2012: CT pelvis renal stone protocol clinical impression ruptured right ovarian cyst. Clinical picture does not suggest appendicitis, renal colic, urinary tract infection or ectopic pregnancy. On (B)(6) 2017: pathological reports: impression: edematous changes liver, sometimes seen with hepatitis. No evidence of biliary obstruction. On (B)(6) 2017: igg antibody is present. Antibody presence does not distinguish between active infection and colonization. Test results should be evaluated with clinical presentation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Patient¿s demographics was added. Treatment drug was added. Added event as per pfs nausea, vomiting, anxiety, depression, weight loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ultrasound could see misshapen essure coil / one coil was misshaped, jammed in the tube as compared to the other coil') and abdominal pain ('severe abdominal pain /abdominal pain / abdomen') in a 26-year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "ultrasound could see misshapen essure coil / one coil was misshaped, jammed in the tube as compared to the other coil" (seriousness criterion medically significant). The patient's medical history included cholecystectomy on (B)(6) 2012, cervical dysplasia in 2004, perinatal depression, multigravida, parity 3, uterine cramps, cramp in lower abdomen, breast feeding, vaginal discomfort, postpartum state, vaginal itching, yeast infection, multigravida, breast tenderness, mastitis, breast swelling, breast pain, skin rash, redness in breast, varicella, urinary tract infection, constipation and appetite lost. Patient is not allergic to nickel. Patient does not experience any hypersensitivity reaction. Previously administered products included for an unreported indication: marijuana. Concurrent conditions included cholecystectomy, absence of menstruation, spotting vaginal, heavy periods, anxiety, galactorrhea, breast mass, fibrocystic disease of breast, acute cholecystitis, nausea, vomiting, fever, disease gallbladder, diarrhea, missed dose, in vitro fertilisation, muscle cramps, dry heaves, ex-smoker, kidney stone, colitis, chills, black stools, flu like symptoms, ovarian cyst ruptured, appetite lost, skin lesion, appendicitis, gastroenteritis, gi bleed, ovarian pain, ovarian cyst, gastrointestinal sounds abnormal, abdominal tenderness, irregular periods, right lower quadrant pain, menorrhagia, ovarian cyst and urinary tract infection. Family history included seasonal allergy (father's side), acoustic neuroma (early 40¿s (mother)), skin cancer ((mother, maternal grand mother)), asthma ((father, half sister)), copd ((maternal grand mother)), melanoma ((maternal grand father)), myocardial infarction ((paternal grand father)), depression ((father)), bipolar disorder ((father)), lung disorder ((maternal grandfather)) and anxiety ((sister)). Concomitant products included antidepressants, ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins), ketorolac tromethamine (toradol), midazolam hydrochloride (versed), minerals nos;vitamins nos (prenatal vitamins), morphine, nitrofurantoin (macrobid), ondansetron (zofran) since 2012, pethidine hydrochloride (demerol), promethazine (phenergan) and sertraline hydrochloride. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criterion hospitalization), genital haemorrhage ("heavy bleeding / heavy and prolonged bleeding"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), the first episode of depression ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and back pain ("back pain"). In 2010, the patient experienced pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal discomfort ("tearing, pulling / stretching feeling in lower abdomen"), nausea ("nausea"), vomiting ("vomiting"), anxiety ("anxiety") and the second episode of depression ("depression") and was found to have weight decreased ("weight loss"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (essure removal 2018). Essure was removed in 2018. At the time of the report, the embedded device, abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, dyspareunia, abdominal discomfort, nausea, vomiting, anxiety, the last episode of depression and weight decreased outcome was unknown and the back pain and pelvic pain had not resolved. The reporter considered abdominal discomfort, abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, nausea, pelvic pain, vomiting, weight decreased, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: patient not sought treatment for tearing, pulling, and stretching feeling in lower abdomen, back pain, depression. Patient sought treatment(ibuprofen)for chronic abdomen (sharp, tearing, and pulling), chronic back ache. The device was removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: results: gallstones. Cytology - on (B)(6) 2010: results: acute inflammation present. Human chorionic gonadotropin - on (B)(6) 2009: results: negative; on (B)(6) 2009: results: < 2 miu/ml; on (B)(6) 2012: results: negative. Hysterosalpingogram - on (B)(6) 2009: results: coils were in place / fallopian tubes occluded; on (B)(6) 2009: results: successful tubal occlusion. Ultrasound breast - on (B)(6) 2012: results: small cysts,bi-rads category 2, benign findings. Ultrasound pelvis - on (B)(6) 2008: results: the right ovarian cyst decreased slightly(4.4cm); on (B)(6) 2012: results: complex cyst on the right; on (B)(6) 2012: impression: 1.9 cm complex cyst right ovary likely hemorrhagic cyst. The moderate amount of free fluid may be related to ruptured cyst.; on (B)(6) 2016: results: no acute focal abnormality. Nonspecific findings.. Ultrasound scan - on an unknown date: results: misshapen essure coil. Ultrasound scan vagina - on (B)(6) 2006: results: six weeks intrauterine pregnancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, nausea and vomiting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: mr received. New reporter added. Removal details added. Case becomes incident. On 3-feb-2020: amendment: concomitant medication recoded. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ultrasound could see misshapen essure coil / one coil was misshaped, jammed in the tube as compared to the other coil') and abdominal pain ('severe abdominal pain /abdominal pain / abdomen') in a 26-year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "ultrasound could see misshapen essure coil / one coil was misshaped, jammed in the tube as compared to the other coil". The patient's medical history included cholecystectomy on (B)(6) 2012, cervical dysplasia in 2004, ovarian cyst, perinatal depression, multigravida, parity 3, uterine cramps, cramp in lower abdomen, breast feeding, vaginal discomfort, postpartum state, vaginal itching, yeast infection, multigravida, breast tenderness, mastitis, breast swelling, breast pain, skin rash, redness in breast, varicella, urinary tract infection, constipation and appetite lost. Patient is not allergic to nickel. Patient does not experience any hypersensitivity reaction. Previously administered products included for an unreported indication: marijuana. Concurrent conditions included absence of menstruation, spotting vaginal, heavy periods, anxiety, galactorrhea, breast mass, fibrocystic disease of breast, acute cholecystitis, nausea, vomiting, fever, disease gallbladder, diarrhea, missed dose, in vitro fertilisation, muscle cramps, dry heaves, ex-smoker, kidney stone, colitis, chills, black stools, flu like symptoms, ovarian cyst ruptured, appetite lost, skin lesion, appendicitis, gastroenteritis, gi bleed, ovarian pain, ovarian cyst, gastrointestinal sounds abnormal, abdominal tenderness, irregular periods, right lower quadrant pain, menorrhagia, ovarian cyst and urinary tract infection. Family history included seasonal allergy (father's side), acoustic neuroma (early 40¿s (mother)), skin cancer ((mother, maternal grand mother)), asthma ((father, half sister)), copd ((maternal grand mother)), melanoma ((maternal grand father)), myocardial infarction ((paternal grand father)), depression ((father)), bipolar disorder ((father)), lung disorder ((maternal grandfather)) and anxiety ((sister)). Concomitant products included antidepressants, ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins), ketorolac tromethamine (toradol), midazolam hydrochloride (versed), minerals nos;vitamins nos (prenatal vitamins), morphine, nitrofurantoin (macrobid), ondansetron (zofran) since 2012, pethidine hydrochloride (demerol), promethazine (phenergan) and sertraline hydrochloride. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criterion hospitalization), genital haemorrhage ("heavy bleeding / heavy and prolonged bleeding"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), the first episode of depression ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and back pain ("back pain"). In 2010, the patient experienced pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal discomfort ("tearing, pulling / stretching feeling in lower abdomen"), nausea ("nausea"), vomiting ("vomiting"), anxiety ("anxiety") and the second episode of depression ("depression") and was found to have weight decreased ("weight loss"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (essure removal 2018). Essure was removed in 2018. At the time of the report, the embedded device, abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, dyspareunia, abdominal discomfort, nausea, vomiting, anxiety, the last episode of depression and weight decreased outcome was unknown and the back pain and pelvic pain had not resolved. The reporter considered abdominal discomfort, abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, nausea, pelvic pain, vomiting, weight decreased, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: patient not sought treatment for tearing, pulling, and stretching feeling in lower abdomen, back pain, depression. Patient sought treatment(ibuprofen)for chronic abdomen (sharp, tearing, and pulling), chronic back ache. The device was removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: results: gallstones. Cytology - on (B)(6) 2010: results: acute inflammation present. Human chorionic gonadotropin - on (B)(6) 2009: results: negative; on (B)(6) 2009: results: < 2 miu/ml; on (B)(6) 2012: results: negative. Hysterosalpingogram - on (B)(6) 2009: results: coils were in place / fallopian tubes occluded; on (B)(6) 2009: results: successful tubal occlusion. Ultrasound breast - on (B)(6) 2012: results: small cysts,bi-rads category 2, benign findings. Ultrasound pelvis - on an unknown date: impression: 1.9 cm complex cyst right ovary likely hemorrhagic cyst. The moderate amount of free fluid may be related to ruptured cyst.; on (B)(6) 2008: results: the right ovarian cyst decreased slightly(4.4cm); on (B)(6) 2012: results: complex cyst on the right; on (B)(6) 2016: results: no acute focal abnormality. Nonspecific findings.. Ultrasound scan - on an unknown date: results: misshapen essure coil. Ultrasound scan vagina - on (B)(6) 2006: results: six weeks intrauterine pregnancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, nausea and vomiting. Lot number: 629298 manufacturing date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality-safety evaluation of ptc. Event "essure micro-insert shape distortion" was downgraded. On 26-feb-2020: mr received- new reporter ,medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ultrasound could see misshapen essure coil / one coil was misshaped, jammed in the tube as compared to the other coil'), fallopian tube perforation ('essure coils poking out of her tubes and') and abdominal pain ('severe abdominal pain /abdominal pain / abdomen') in a 26-year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "ultrasound could see misshapen essure coil / one coil was misshaped, jammed in the tube as compared to the other coil". The patient's medical history included cholecystectomy on (B)(6) 2012, cervical dysplasia in 2004, ovarian cyst, perinatal depression, multigravida, parity 3, uterine cramps, cramp in lower abdomen, breast feeding, vaginal discomfort, postpartum state, vaginal itching, yeast infection, multigravida, breast tenderness, mastitis, breast swelling, breast pain, skin rash, redness in breast, varicella, urinary tract infection, constipation and appetite lost. Patient is not allergic to nickel. Patient does not experience any hypersensitivity reaction. Previously administered products included for an unreported indication: marijuana. Concurrent conditions included absence of menstruation, spotting vaginal, heavy periods, anxiety, galactorrhea, breast mass, fibrocystic disease of breast, acute cholecystitis, nausea, vomiting, fever, disease gallbladder, diarrhea, missed dose, in vitro fertilisation, muscle cramps, dry heaves, ex-smoker, kidney stone, colitis, chills, black stools, flu like symptoms, ovarian cyst ruptured, appetite lost, skin lesion, appendicitis, gastroenteritis, gi bleed, ovarian pain, ovarian cyst, gastrointestinal sounds abnormal, abdominal tenderness, irregular periods, right lower quadrant pain, menorrhagia, ovarian cyst, urinary tract infection, ejection fraction abnormal, gallstones, neck pain (neck and upper back stiffness), back stiffness and neck tightness (shoulder today). Family history included seasonal allergy (father's side), acoustic neuroma (early 40¿s (mother)), skin cancer ((mother, maternal grand mother)), asthma ((father, half sister)), copd ((maternal grand mother)), melanoma ((maternal grand father)), myocardial infarction ((paternal grand father)), depression ((father)), bipolar disorder ((father)), lung disorder ((maternal grandfather)) and anxiety ((sister)). Concomitant products included antidepressants, ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins), ketorolac tromethamine (toradol), midazolam hydrochloride (versed), minerals nos;vitamins nos (prenatal vitamins), morphine, nitrofurantoin (macrobid), ondansetron (zofran) since 2012, pethidine hydrochloride (demerol), promethazine (phenergan) and sertraline hydrochloride. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criterion hospitalization), genital haemorrhage ("heavy bleeding / heavy and prolonged bleeding"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), the first episode of depression ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and back pain ("back pain"). In 2010, the patient experienced pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal discomfort ("tearing, pulling / stretching feeling in lower abdomen"), nausea ("nausea"), vomiting ("vomiting"), anxiety ("anxiety"), the second episode of depression ("depression"), urinary tract infection ("uti"), migraine ("migraine"), pyrexia ("fever"), breast pain ("breast pain"), breast discharge ("nipple discharge"), ovarian cyst ("ovarian cyst"), dehydration ("dehydration"), diarrhoea ("diarrhea"), eating disorder ("difficulty eating") and breast mass ("breast lumps"), was found to have weight decreased ("weight loss") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin) and surgery (essure removal 2018). Essure was removed in 2018. At the time of the report, the embedded device, fallopian tube perforation, abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, dyspareunia, abdominal discomfort, nausea, vomiting, anxiety, the last episode of depression, weight decreased, urinary tract infection, cholecystectomy, migraine, pyrexia, breast pain, breast discharge, ovarian cyst, dehydration, diarrhoea, eating disorder and breast mass outcome was unknown and the back pain and pelvic pain had not resolved. The reporter considered abdominal discomfort, abdominal pain, anxiety, back pain, breast discharge, breast mass, breast pain, cholecystectomy, dehydration, diarrhoea, dysmenorrhoea, dyspareunia, eating disorder, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, migraine, nausea, ovarian cyst, pelvic pain, pyrexia, urinary tract infection, vomiting, weight decreased, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: patient not sought treatment for tearing, pulling, and stretching feeling in lower abdomen, back pain, depression. Patient sought treatment(ibuprofen)for chronic abdomen (sharp, tearing, and pulling), chronic back ache. The device was removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2009: results: findings most consistent with nonosseous -fibrous; on (B)(6) 2012: results: gallstones. Cytology - on (B)(6) 2010: results: acute inflammation present. Human chorionic gonadotropin - on (B)(6) 2009: results: negative; on (B)(6) 2009: results: < 2 miu/ml; on (B)(6) 2012: results: negative. Hysterosalpingogram - on (B)(6) 2009: results: coils were in place / fallopian tubes occluded; on (B)(6) 2009: results: successful tubal occlusion. Imaging procedure - on (B)(6) 2009: successful tubal occlusion. Ultrasound pelvis - on (B)(6) 2008: results: no intrauterine gestational sac.; on (B)(6) 2008: results: the right ovarian cyst decreased slightly(4.4cm); on (B)(6) 2009: impression: 1.9 cm complex cyst right ovary likely hemorrhagic cyst. The moderate amount of free fluid may be related to ruptured cyst.; on (B)(6) 2012: results: no acute findings within the abdomen; on (B)(6) 2012: results: complex cyst on the right; on (B)(6) 2012: results: septated right ovarian cyst; on (B)(6) 2012: results: 1.8 cm right ovarian cyst; on (B)(6) 2016: results: no acute focal abnormality. Nonspecific findings.. Ultrasound scan - on (B)(6) 2012: results: small cysts,bi-rads category 2, benign findings; on (B)(6) 2009: no result; on (B)(6) 2009: results: misshapen essure coil; on (B)(6) 2012: no result. Most recent follow-up information incorporated above includes: on 11-jun-2020: pfs received. Reporter's information added. Events:gallbladder removal, uti , fever ,migraine , breast pain and nipple discharge,ovarian cyst, cramping, discharge, vomiting,diarrhea, dehydration, constant nausea, difficulty eating,essure coils poking out of her tubes were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("ultrasound could see misshapen essure coil / one coil was misshaped, jammed in the tube as compared to the other coil"), abdominal pain ("severe abdominal pain /abdominal pain") and genital haemorrhage ("heavy bleeding / heavy and prolonged bleeding") in a (B)(6) year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "ultrasound could see misshapen essure coil / one coil was misshaped, jammed in the tube as compared to the other coil" (seriousness criterion medically significant). The patient's past medical history included perinatal depression, cholecystectomy on (B)(6) 2012, multigravida and parity 3. Patient is not allergic to nickel. Patient does not experience any hypersensitivity reaction. Concurrent conditions included cholecystectomy. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and back pain ("back pain"). In 2010, the patient experienced pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and feeling abnormal ("tearing, pulling / stretching feeling in lower abdomen"). Essure treatment was not changed. At the time of the report, the embedded device, abdominal pain, genital haemorrhage, dysmenorrhoea, depression, fatigue, weight fluctuation, dyspareunia and feeling abnormal outcome was unknown and the back pain and pelvic pain had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, pelvic pain and weight fluctuation to be related to essure. The reporter commented: patient not sought treatment for tearing, pulling, and stretching feeling in lower abdomen, back pain, depression. Patient sought treatment(ibuprofen)for chronic abdomen (sharp, tearing, and pulling), chronic back ache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: coils were in place / fallopian tubes occluded ultrasound scan - on an unknown date: misshapen essure coil quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-nov-2017: follow up from pfs-events pulling / stretching feeling in lower abdomen, ultrasound could see misshapen essure coil / one coil was misshaped, jammed in the tube as compared to the other coil, back pain, pelvic pain¿, product start date, lot number updated. Historical condition, lab data , reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("ultrasound could see misshapen essure coil / one coil was misshaped, jammed in the tube as compared to the other coil"), abdominal pain ("severe abdominal pain /abdominal pain") and genital haemorrhage ("heavy bleeding / heavy and prolonged bleeding") in a 26-year-old female patient who had essure (batch no. 629298 ) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "ultrasound could see misshapen essure coil / one coil was misshaped, jammed in the tube as compared to the other coil" (seriousness criterion medically significant). The patient's past medical history included perinatal depression, cholecystectomy on(B)(6) 2012, multigravida, parity 3, uterine cramps, cramp in lower abdomen, breast feeding, vaginal discomfort, postpartum state, vaginal itching, yeast infection, cervical dysplasia in 2004, multigravida, breast tenderness, mastitis, breast swelling, breast pain, skin rash, redness in breast and varicella. Patient is not allergic to nickel. Patient does not experience any hypersensitivity reaction. Previously administered products included for an unreported indication: marijuana. Concurrent conditions included cholecystectomy, absence of menstruation, spotting vaginal, heavy periods, anxiety, galactorrhea, breast mass, fibrocystic disease of breast, acute cholecystitis, nausea, vomiting, fever, disease gallbladder, diarrhea, missed dose, in vitro fertilisation, muscle cramps, dry heaves, ex-smoker, kidney stone, colitis, chills, black stools, flu like symptoms, ovarian cyst ruptured, appetite lost, skin lesion, appendicitis, gastroenteritis, gi bleed, ovarian pain, ovarian cyst, gastrointestinal sounds abnormal, abdominal tenderness and irregular periods. Family history included seasonal allergy (father's side), acoustic neuroma (early 40¿s (mother)), skin cancer ((mother, maternal grand mother)), asthma ((father, half sister)), copd ((maternal grand mother)), melanoma ((maternal grand father)), myocardial infarction ((paternal grand father)), depression ((father)), bipolar disorder ((father)), lung disorder ((maternal grandfather)) and anxiety ((sister)). Concomitant products included antidepressants, ketorolac tromethamine (toradol), morphine, multiple vitamins, ondansetron (zofran), pethidine hydrochloride (demerol), prenatal vitamins and promethazine (phenergan). On an unknown date, the patient started macrobid at an unspecified dose and frequency. On an unknown date, the patient started versed at an unspecified dose and frequency. On an unknown date, the patient started sertraline hydrochloride at an unspecified dose and frequency. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and back pain ("back pain"). In 2010, the patient experienced pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and abdominal discomfort ("tearing, pulling / stretching feeling in lower abdomen"). Essure treatment was not changed. At the time of the report, the embedded device, abdominal pain, genital haemorrhage, dysmenorrhoea, depression, fatigue, weight fluctuation, dyspareunia and abdominal discomfort outcome was unknown and the back pain and pelvic pain had not resolved. The reporter considered abdominal discomfort, abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, pelvic pain and weight fluctuation to be related to essure. The reporter commented: patient not sought treatment for tearing, pulling, and stretching feeling in lower abdomen, back pain, depression.patient sought treatment(ibuprofen)for chronic abdomen (sharp, tearing, and pulling), chronic back ache. The device was removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2012: gallstones cytology - on (B)(6)2010: acute inflammation present human chorionic gonadotropin - on (B)(6)2009: negative; on (B)(6)2009: < 2 miu/ml; on (B)(6)2012: negative hysterosalpingogram - on (B)(6)2009: coils were in place / fallopian tubes occluded; on (B)(6)2009: successful tubal occlusion ultrasound pelvis - on (B)(6)2008: the right ovarian cyst decreased slightly(4.4cm); on (B)(6)2012: complex cyst on the right; on (B)(6)2016: no acute focal abnormality. Nonspecific findings. Ultrasound scan - on an unknown date: misshapen essure coil ultrasound scan vagina - on (B)(6)2006: six weeks intrauterine pregnancy on an unknown date the uterus sounded to 8 cm. It was dilated to 5 mm. (B)(6)2009 : hysterosalpingogram: no abnormality was seen with respect to the uterine cavity on (B)(6)2008: impression: no intrauterine gestational sac. Differential diagnosis includes early intrauterine pregnancy. Ectopic gestation cannot be ruled out. 2.5-cm right ovarian cyst. The right ovary contains a simple cyst that measures 4.7 cm in maximum diameter. There was normal arterial flow in right ovarian tissue. The left ovary is not identified. On (B)(6)2008: ob ulttrasound showed impression: 1. Single live intrauterine gestation approximately 26 weeks 4 days estimated gestational age and appropriate interval growth. 2. Doubt funneling of the cervix, but recommend short-term followup. On (B)(6)2009: CT scan of right foot showed impression: findings most consistent with nonosseous (fibrous) calcaneonavicular coalition. On (B)(6)2012: pelvic ultrasound showed impression: no acute findings within the abdomen or pelvis. Essure micro-implants grossly normal in location within the limits of ultrasound. On (B)(6)2012: bilateral breast showed small cysts. On (B)(6)2012: pelvic ultrasound showed impression: 1.9 cm complex cyst right ovary likely hemorrhagic cyst. The moderate amount of free fluid may be related to ruptured cyst. Also CT of the abdomen and pelvis without contrast. Findings: lung bases are clear. Pelvis- essure implant devices are noted at the cornual regions of the uterus bilaterally impression-1. Moderate amount of free fluid in the pelvis. This is greater than expected for physiologic amount of fluid. Consider pelvic ultrasound for further evaluation. 2. Cholelithiasis without CT evidence of cholecystitis. Also us/abo comp b scan & or real time: impression: 1. Cholelithiasis without ultrasound evidence of cholecystitis. 2. Small amount of free fluid in the abdomen on (B)(6)2012: nm/hepatobiliary & gb scan exp: impression: 1. No evidence of acute cholecystitis. 2. Abnormally low gall bladder ejection fraction of 12%. This could indicate biliary dyskinesia or chronic cholecystitis. Also rad/cholang iogram operative: impression: normal intraoperative cholangiogram with no evidence of obstruction or choledocholithiasis. On (B)(6)2012: impression: septated right ovarian cyst. This has increased since the prior examination of (B)(6)2012, increasing from 1.9 cm in maximum diameter to 4 cm in maximum diameter. It, nevertheless, may represent a hemorrhagic cyst or endometrioma with septation. On (B)(6)2012: transabdominal pelvic ultrasoundimpression: 1.8 cm right ovarian cyst. Normal bilateral ovarian flow. On (B)(6)2012: CT pelvis renal stone protocol clinical impression ruptured right ovarian cyst. Clinical picture does not suggest appendicitis, renal colic, urinary tract infection or ectopic pregnancy. On (B)(6)2017: pathological reports: impression: edematous changes liver, sometimes seen with hepatitis. No evidence of biliary obstruction. On (B)(6)2017: igg antibody is present. Antibody presence does not distinguish between active infection and colonization. Test results should be evaluated with clinical presentation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.